Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. The pediatric patient inserted a new sensor on the night of (B)(6) 2024 and went to sleep and the patient was ¿high", and not feeling well when they woke up. When the patient woke up, they realized that that the cgm had signal loss. The blood glucose reading was 15.0 mmol/l, and the patient was brought to the hospital by her mother. It was reported that the patient was hospitalized because of hyperglycemia and that the patient received intravenous treatment with insulin and besides that received an unspecified ¿anti-sickness medicine¿. There was no documentation of further medical evaluation or intervention. At the time of the report the patient said she felt better, but was still in the hospital. Data was evaluated. A review of performance data shows that the patient experienced a period of prolonged signal loss that started at 6:40 pm on (B)(6) 2024 and lasted until about noon on (B)(6) 2024 . The last estimated glucose value (egv) the patient received prior to the onset of signal loss was a reading of 5.9 mmol/l at 6:35 pm. Later that night, while the patient was still experiencing signal loss, she manually stopped her sensor session at 11:23 pm and started a new session a few minutes later. The signal loss, however, was still ongoing throughout this entire period. The reported complaint of signal loss was confirmed and the probable cause was determined to be use error as the patient's mobile device lost power prior to the onset of signal loss on (B)(6) 2024 . No additional patient or event information is available.